Event description:
It was reported that a user experienced repeated cartridge leakage across different lots while using the ilet system, with the user stating they do not overfill, always rewind, and verify no chamber obstruction; the current cartridge lot was 32906, and an agent is confirming that the connector is attached after the cartridge is seated in the chamber. Investigation of this case revealed no device alarms and an unconfirmed use-related handling factor regarding connector attachment sequence. No clinical symptoms reported. Outcomes included no reported medical intervention. It was concluded that the event was non-serious and consistent with a use-related issue, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.